Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately four months ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent a lead explant procedure due to an unknown reason. No further information could be obtained.